Event description:
Event description this implantable cardioverter defibrillator (ICD) was returned to cpi for analysis after reaching normal elective replacement time (ert). There was no allegation received concerning this ICD. This report was created as a result of cpi's return product testing. This aicd is on recall FDA# 462/464-2. The physician was notified 05/05/92.